Manufacturer narrative:
It was reported that, the expansion of the deployed stent on papilla side was not sufficient and the thread on flare part was found deflecting. It was confirmed from the device history record that device had been manufactured with no significant issue and passed all the inspections successfully. It is hard to identify the root cause because the suspected device was not returned, the information was lacked such as photo of placed stent and it is hard to reconstruct the situation at the time of procedure. However, based on the description, which was written that "then, the expansion of the deployed stent on papilla side was not sufficient and the thread on flare part was found deflecting. By pulling the thread or stent with forceps, the flare part finally expanded but the thread was still deflected partially.", it is assumed that the stent was expanded partially and slowly due to the patient lesion's pressure and curve, so the doctor has judged stent expansion failure. Also, since the stent was expanded insufficiently, it is possible that the suture looks like somewhat deflection, and then the suture was deformed due to pulling the suture using the forcep, so it looks like somewhat deflection. However, it is hard to judge exactly since the photo information was not attached. It is stated on user manual as follows. Procedure, after stent deployment, balloon dilatation inside the stent can be performed on demand. Perform routine post implant procedures, a stent may require up to 1 to 3 days to expand fully. This suspected device is not registered in the us but we will continuously monitor the same or similar customer complaints through accurate analyses.

Event description:
Bsd1008fw stent was used. The physician encountered very strong resistance but could finally deploy it sticking out of papilla. Then, the expansion of the deployed stent on papilla side was not sufficient and the thread on flare part was found deflecting. By pulling the thread or stent with forceps, the flare part finally expanded but the thread was still deflected partially. The physician determined to finish the procedure, monitoring how it goes, because the flow of bile was confirmed. There were no patient complications as a result of this event.